Event description:
Rn reports IV pump began beeping and flashing "error" while attached to patient. Attempted to trouble shoot by flushing etc but could not get issue to clear. Normal saline infusing. No injury to patient. Pump removed from service and sent to clinical engineering for evaluation. Problem confirmed. Recommendation per manual to charge battery. Battery charged and pump returned to service.